Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The component was microscopically inspected, and leak tested. Wear at fold in the middle and proximal end of its body was noted, along with a hole at a fold and a leak in its proximal end. Based on the information available and analysis results, the fluid leak identified in the cylinder could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted; therefore, the cylinder was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted; therefore, the cylinder was removed and replaced. There were no patient complications reported.